Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to scratch marks/abrasions on the brown laser marked section of the tube extension. As a result, the orange plastic beneath the laser marking was exposed. Tube extension scratch marks measured roughly 5.0mm x 1.0mm. There was not any material missing. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. Scratches or abrasions to the instrument tube extension are deemed cosmetic damage. The probable root cause is attributed to damage during use, which may result from inadvertent collisions with other instruments or an accidental drop of the instrument. Excessive contact with abrasive or hard surfaces during transport, reprocessing, or tip cover/installation/removal can also cause scratch marks. Isi followed up with the initial reporter and obtained the following additional information: there is a flaw in the insulation of the conductor wire, but the wire was not visible, at the very front of the shaft, just before the red insulation. There was no material missing. The patient was not injured, and the damage was detected before the operation began and the scissors was not used.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the monopolar curved scissors instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted prostatectomy - radical extraperitoneal w/o lymphadenectomy surgical procedure, the monopolar curved scissors instrument had a defect in the insulation of the scissors. It is not entirely clear whether the insulation is still intact. The procedure was completed with no reported injury.